Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 7. The reporter obtained message when inserting the strip and pressing the ok button. The reporter replaced the batteries and the issue remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #2 - correction - (08/30/2013). This supplemental is being sent to correct information that was submitted previously. Error 6 issue reported by customer in pi (B)(4) should have been included with the initial report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination at ic 114. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.